Manufacturer narrative:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor was resetting. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to an intermittent j1 battery connector. The root cause for the defective j1 connector could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The patient's monitor was resetting.